Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, fever and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. The following day, the patient was treated with cefazolin injection (500mg, once daily, intraperitoneal, ongoing) and amikacin injection (500mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. The patient remained hospitalized and pd therapy was ongoing. It was reported the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.